Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report mw5044606.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure in 2012 and suture was used. In the same year, the patient experienced extrusion and profuse bleeding. In 2013, the patient experienced wound infection. In 2013, the patient returned for a third surgery due to continued bleeding. In 2014, the patient experienced extrusion one more time. The patient met with the surgeon and a fourth surgery is planned. No additional information was provided.